Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation all over his body underneath the lifevest. The patient's doctor recommended to clean the area with alcohol, rub cream on the area, and take benadryl. The patient reported that the itchy irritation has improved and he is no longer itchy.